Manufacturer narrative:
Unit powered up with an illegible partial display. After further review, the lcd screen as well as the circuitry located on right side of the lcd controller are cracked. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the cracked components/circuitry. (B)(4).

Event description:
Information received by medtronic indicated that the patient was not displaying anything. The customer passed out not due to insulin pump but due to heart not working. No harm requiring medical intervention was reported. The device will be returned for analysis.